Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received, a follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a leaking filter on the extension set connected to the patient's uvc (umbilical vein catheter) that resulted in the patient not receiving the "neonatal c" infusion as intended. The pre-event glucose level was not provided, however, the post event blood glucose level was 1.6mmol/l. Additionally, the leak resulted in blood back up that the customer believed posed a risk of clotting of the venous access. Although requested, no additional patient or event details were provided by the customer.